Event description:
A PICC (peripherally inserted central catheter) was succussfully placed for tpn treatment. Approximately 12 days post placement it was noted that the catheter was leaking. The catheter was removed and another PICC was placed for continuation of treatment. No patient complications resulted from this event. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. User technique during placement and/or patient anatomy may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.